Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve severe paravalvular leak (pvl) r esulted. The valve was snared to try to reposition it and the valve dislodged out of the targeted location. A second valve was implanted at an appropriate depth with reduced pvl. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and is not available for return to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic could not obtain the patient's weight. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.